Event description:
Device 3 of 3. Reference MFR reports: 3008829311-2017-00531 and 3008829311-2017-00532. The patient had a total of 4 leads implanted. One lead from lot ab2185 and lot ab2246 were each placed at the l5 vertebral level and two leads from lot ab2259 were placed at the s1 vertebral level. It was reported during a procedure to remove one of the patient's s1 leads (reference MFR report: 3008829311-2017-00530), the leads located at both the right l5 and s1 levels were inadvertently moved. The leads were not removed and the patient is no longer receiving effective therapy, rather she is experiencing unintended stimulation. Surgical intervention is slated to take place at a later date to address the issue. It is unknown which lead is located at the right l5 and right s1 level; therefore all possible lots are being reported.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00531; 3008829311-2017-00532. Follow-up information indicated surgical intervention was undertaken and the patient's leads were removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy.